Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that they had been having trouble with the left side since it was implanted, and they had reported that to the techs and doctors, patient further stated that lateral x-rays showed it was implanted at different depth than the right one. Patient stated that the instructions they got a first differ from those they got on the date of the report, initially patient was told to charge for 20minutes and now they take 45 minutes. Patient stated they did the 45 minutes and it was better but that it was quite an imposition, further mentioning that the vest was useless as it was not against the body tight enough. Patient noted that to some extent the recharging difficulty of both the left/right devices had been resolved. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for depression. The health care professional (hcp) stated that they were skyping with the patient and then they put the therapy services specialist (tss) on speakerphone to skype with the patient over the phone. Patient reported difficulty recharging, further mentioning that over the last ten days, patient had not been able to able to charge the left ins at all, and they could charge the right ins but it had not been ideal. The hcp went on to say they had significant problems over the last several months. The hcp further indicated that the patient had some response to treatment but it had not been optimal, so they could not speak to the therapy, however the charging had definitely been an issue. Patient reported that they had several problems with the device and since implant, patient had more difficulty charging the left ins than the right. Patient stated left ins never goes past50 or 30 or 20% and they were getting 6 coupling boxes (which is rare because they usually only get 2 boxes), but then without moving, it would go down to 0. Patient stated that by looking at the incision and the fact that they had a lateral x-ray, the left ins was implanted deeper. Patient reported that when they are able to charge up to 20%, the ins goes right back down to 0%. It was noted that patient uses the same ins recharger (insr) on both ins's and does not use the shoulder holster, as they find it was better to just hold the antenna against their skin. Patient stated on the right ins, they were able to obtain 8 boxes and were able to charge to 100%, and now they could only charge to 50%. Patient did not believe they had any occurrence of over discharge (od). Patient stated they did not have the patient programmer (pp) at the time of report, so troubleshooting could not be done. Patient was redirected to the hcp to discuss pocket revision and it was recommended for patient to maintain some charge on ins. Patient indicated that they would be meeting with the manufacturer's representative (rep) again on monday to turn ins off for MRI. Patient also mentioned that the rep had turned the device off on the day of the report, but did not do anything with the recharging as the patient did not have the insr with them. An email was sent to the rep to assist the patient further, and they indicated that they would be meeting with the patient on monday, (B)(6). No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.